Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: did the patient experience any adverse consequences due to this issue? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during a whipple procedure the shears were utilized, and it was observed that the shears tip was broken off and not accounted for. Per protocol an x-ray was obtained. Per physician, no foreign object was noted in the abdomen on x-ray.